Event description:
A (B)(6) female pt contacted zoll customer support to report that her response buttons are not working. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response button) has been confirmed. Upon evaluation, the rear response button cable was removed from the connector. After the cable was reinserted into the connector, the rear response button functioned normally. The cause for the disconnected cable cannot be positively determined. No adverse event resulted from the disconnected cable. The pt received a replacement monitor.